Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Pictures revealed that the electrolyte capacitor was badly damaged and also burnt.

Event description:
The customer reported that the bellavista 1000 alarmed battery failure. The customer stated that the green power led is not lighting up. The customer confirmed that there was no patient involvement associated with the reported issue.